Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. According to the patient, on 02/25/2026, the patient¿s cgm alarmed, showing a reading of 230 mg/dl. The patient was feeling disoriented, unable to move, and incoherent. He checked his blood glucose using a fingerstick, which showed 618 mg/dl. He then woke his father, who administered 10 units of insulin via injection. Approximately one hour later, the cgm reading decreased to 186 mg/dl, and a fingerstick measurement was 386 mg/dl. At the time of the report, the patient is feeling a bit better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b, c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect - clinical code: e0122 - movement disorder.